Event description:
It was reported that the patient with this pacemaker stated their remote communicator displayed a red call doctor icon. Boston scientific technical services (ts) was consulted and upon review, it was noted this device was found to be in safety mode. Ts advised the patient to follow up with their clinic. According to medical records, this device has been explanted and replaced. No additional adverse patient effects were reported.